Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was successfully implanted. Approximately one hour post-procedure, the patient was returned to the catheterization lab due to cardiac rhythm changes. The patient's blood pressure was stable. A perforation and pe was discovered on the left side of the heart. The physicians were unable to perform a pericardiocentesis and no additional intervention was performed. The patient is stable.